Event description:
In 2008, the patient's daughter reported that the patient was hospitalized three days prioir, due to hyperglycemia. She stated that he began to feel dizzy and he went to his doctor's office. His blood glucose measured 523 mg/dl and he was sent to the emergency room where he was treated with an IV drip and insulin to lower his blood glucose. He was released from the hospital three days later. His physician believes the infusion device is not delivering insulin properly. He switched to his backup infusion device. The patient was sent a replacement infusion device. Upon follow up in the same month, the patient reported that his blood glucose had improved since receiving the replacement device. Product was requested to be returned for evaluation.